Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unitreceived missing reservoir tube o-ring, broken reservoir tube lip,cracked select button keypad overlay, keypad overlay texture damage andminor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the top of the reservoir compartment is cracked and the reservoir cannot stay in place. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.